Event description:
Suture needle was put into expressew iii suture passing device and used in conjunction with arthrex suture fibre wire. Needle was passed five times through the cuff. On sixth attempt, the tip of the needle broke off in the patient. The tip of the needle was unable to be retrieved. X-ray was called to confirm that it had been flushed out of the patient. Surgeon could not identify tip on x-ray. There was a 120 minute delay to the procedure.

Manufacturer narrative:
Although it is reported that there is no patient consequence, it is not known if all the pieces were retrieved from the patient. If this is the case, we do not know what impact, if any, this would have on the patient. It is because of this uncertainty, along with the reported 120 minute delay to the procedure because of the alleged device failure, that this report is being filed to document this event. The complaint device has not yet been received, however, historically, this type of failure has been attributed to the possibility that the user may have hit bone or some other object when deploying the needle through the soft tissue causing the distal portion of the needle to possibly fatigue and break off. Also, this is a single use device, and it was not established that the device was used only once, which could have led to this particular failure mode as well. Outside of these hypotheses and considerations, no conclusions can be drawn. When the complaint device is received here at depuy mitek, it will be subjected to a root cause analysis. If the analysis identifies any other definitive root cause, a follow-up report will be filed. Awaiting receipt.